Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported on an implant card that an intraocular lens (iol) was inserted and removed during an implant procedure. The patient was left aphakic. Additional information has been requested.